Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. It was noted that imaging was difficult. An xtw clip was inserted and deployed on the mitral valve. To further reduce mr, a second clip was deployed. However, after deployment of the second clip, the first clip detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Tr reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported slda cannot be determined. Image resolution poor was related to patient and procedural circumstances as it was reported that visualization quality was low, probably due to patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.